Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple high ventricular rate (hvr) episodes were recorded due to noise on the right ventricular lead. The hvr episodes resulted in pacing inhibition, although the patient was asymptomatic. All electrical measurements are stable and in range. The patient will continue to be monitored via (B)(4) and was in stable condition.